Event description:
Pt's three day old minimed paradigm insulin replacement pump failed. It would not respond to any buttons when pressed. It showed the "minimed and finally after 30 minutes they finally did return pt's call. By this time pt had removed the battery and reinserted the battery whereupon an "e21" alarm appeared.